Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 376 mg/dl and ketone level was large. Customer was vomiting. Contact kept customer hydrated to address bg/ketones. Customer went to the emergency room and was admitted to the hospital. Customer was treated with intravenous fluids and lantis. Customer was discharged on (B)(6) 2018. Hospital staff reported pump malfunctioned. As the event occurred in the past, cause could not be determined.